Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. Name: medtronic minimed street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a death. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported by the health care professional (hcp) that the customer was found deceased in her home, according to the hcp the sensor stopped working the evening before and the infusion set was apparently not in place and even secured it with tape that appeared to be coming off on (B)(6) 2026.